Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleedingflow more than it was') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("pain"), abdominal pain upper ("twitching feeling in my tummy"), back pain ("back hurts"), tremor ("shakiness") and dysgeusia ("funny taste in my mouth"). At the time of the report, the menorrhagia, abdominal pain upper, back pain, tremor and dysgeusia outcome was unknown. The reporter considered abdominal pain upper, back pain, dysgeusia, menorrhagia, pain and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleedingflow more than it was') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("pain"), abdominal pain upper ("twitching feeling in my tummy"), back pain ("back hurts"), tremor ("shakiness") and dysgeusia ("funny taste in my mouth"). At the time of the report, the menorrhagia, abdominal pain upper, back pain, tremor and dysgeusia outcome was unknown. The reporter considered abdominal pain upper, back pain, dysgeusia, menorrhagia, pain and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: addition of ptc results. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.